Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an in clinic follow-up, noise resulting in episodes of automatic mode switching were noted on the right atrial (ra) lead. The device pocket was opened to inspect the lead with a pacing system analyzer. All electrical values were stable and in range. The lead and device remained implanted in the patient. The patient was stable.